Event description:
Allegedly pt had persistent non-union. Pain, lack of functional improvement. Open reduction internal fixation exchange plus allomatrix. Re-op performed in 02 procedure was orif with compression plate and allomatrix with hardware.